Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had grey section on the bottom and then the arrows while rewinding was misshaped. Customer reported pixel was dead. There was cracked off and loosed at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or display anomaly noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Rewind functioned properly and no display anomalies noted during rewind. The insulin pump was received with scratched case and pillowing keypad overlay. No damage on the belt clip rails noted during physical inspection. (B)(4).